Event description:
Caller reported that the cartridge was not fitting properly onto the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support instructed the caller to inspect and clean the pump's pneumatic tap area and assisted in filling and successfully loading a new cartridge onto the pump, allowing the caller to resume insulin use.